Manufacturer narrative:
Mesh migration occurred - conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a pt underwent a procedure in 2008 to repair pelvic organ prolapse. The pt has experienced complications. The pt has infection that has not gone away in three months. Mesh is migrating and has displaced the urethra. The pt has developed stress incontinence, overactive bladder, acute cystitis, and pain in lower abdomen and lower back which was not present prior to the mesh insertion. A specialist will remove the mesh in 2009. The surgeon made it clear to the pt that the problems may or may not go away after surgery. The pt is currently under treatment to assist with overactive bladder symptoms that previously did not respond to vesicare, enablex, and sanctura. The specialist surgeon will decide at the time of surgery which will be the best approach to correct the problem after mesh removal.